Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. During a follow up with tandem technical support, the customer reported that was able to complete load with a changed cartridge and a new infusion set. There was no reported impact to the customer's blood glucose level.